Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments severed 80 millimeters (mm) from the terminal pin totaling 670mm in length. Some portions of the lead were felt to be missing. Visual observation noted that the lead body was torn and extremely stretched, the extracting stylet was returned inserted into the tip segment of the lead, stretched conductor coils were noted on the rs- coil near the tip, the distal high voltage cable was pulled to the point of fracture at the proximal end of the distal spring electrode and calcification along with tissue was noted on the distal spring electrode. Resistance testing was completed to assess lead electrical performance. The lead was not electrically continuous due to the fracture. No further testing was performed due to the damage to the lead. Laboratory analysis concluded that the high out of range shock impedance measurements were likely due to the calcification on the distal spring electrode, creating a non-conductive barrier between the lead¿s shocking coil and tissue, thereby gradually increasing the impedance seen by the device over time as the calcification builds up.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the patient was seen for defibrillation threshold (dft) testing. Dfts were performed at maximum output and was unable to convert the patient in most configurations. An invasive procedure was performed. The lead was explanted and replaced. During removal of the lead, the helix was noted to be stuck and unable to be retracted and the lead sustained insulation damage during extraction. Upon removal, tissue growth was noted on the lead body. No additional adverse patient effects were reported. The ICD remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a slow rise in shock impedance measurements resulting in high out of range measurements greater than 125 ohms. Boston scientific technical services (ts) discussed the option of monitoring until the shock impedance measurements reach a higher range and then discussed troubleshooting options. A health care professional (hcp) increased the red alert trigger in the remote home monitoring system to 150 ohms range and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that tachycardia therapy was programmed off and monitoring is being continued.